Manufacturer narrative:
Note: this medwatch record section was created to test for FDA next generation xml gateway submission. This is a test submission.

Event description:
Note: this medwatch record section was created to test for FDA next generation xml gateway submission. This is a test submission.